Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the customer was hospitalized due to high blood glucose. Customer's wife stated that the customer was receiving no delivery alarms. No further information was provided.